Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and high pacing thresholds. Additionally, the physician suggested the helix retracted based on the elevated threshold. Lead screw was not out on x-ray. Lead pulled right out and the screw was not out. A new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and high pacing thresholds. Additionally, the physician suggested the helix retracted based on the elevated threshold. Lead screw was not out on x-ray. Lead pulled right out and the screw was not out. A new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A helix mechanism test failed due to the helix housing being clogged with dried blood and body fluid. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.